Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high threshold on the right ventricular lead was noted. This caused the pulse generator to deplete quickly. The device was explanted and replaced on (B)(6) 2018. There were no patient consequences.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device was programmed to high field settings and resulted to accelerated battery depletion and this is considered normal. Total projected longevity is 1.2 years, device was implanted for 1.71 years and exceeded the projected longevity and is considered normal.